Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the 30-degree endoscope plus optics could not be rotated by 180 degrees, control by the operator on the console not possible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is)I followed up with the initial reporter and obtained the following additional information: the endoscope was rotated, but the image on the monitor did not rotate with it.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. During friction testing with a screening aid, the camera instrument adapter failed to rotate smoothly and produced binding noises, confirming rotation resistance. Additional unreported observation: 8075 ¿ endoscope adapter delrin degradation was noted. The endoscope failed transmittance testing on the camera attenuation tester, as the output power was below specification limits. The probable root cause of endoscope adapter bearing friction is attributed to the component susceptibility to increased friction. The probable root cause of the degradation cannot be determined based on the failure analysis results.